Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported there were impedances measures were taken initially tested at 1.5v 210usec 30hz. There was greater than 10,000 ohms on 01, 02, 03, 04, 05, 06, and 07. It was advised that the rep re-run impedances at a higher settings. They were ran at 01, 02, 03, 04, 05, 06, 07 all 3541ohms 12 ??? 13 1161ohms no values less than 300 ohms and nothing greater than 4000ohms. The patient didn¿t have complaints about their therapy when it was on. The implantable neurostimulator (ins) was currently depleted due to normal battery circumstances. The patient lost stimulation a couple years ago and had been holding off because they were not wanting to have surgery. It was noted that 123 contacts were used for programming along with 567. The out of range impedances were resolved at the time of the report. Other relevant medical history includes complex reg pain syndrome type i.additional information was received from the manufacturer representative (rep) stating that the implantable neurostimulator (ins) was going to be replaced and wanted to talk through possible scenarios if the extension was replaced, and if the lead remained. There was a mention of impedances issues initially reported in the notes. The patient called back and asked about the set screw position on the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.